Manufacturer narrative:
Initial reporter occupation - other; sales representative. Evaluation was not possible as device was not returned. Root cause could not be determined. No corrective actions are being recommended at this time since this device is being replaced by (B)(4).

Event description:
Information provided indicates that the driver broke. Efforts to obtain details of the event were unsuccessful.

Event description:
It was reported that during routine tightening of a reform pedicle screw intraoperatively, the tip of the reform polyaxial driver (39-sp-0700) broke off. The broken piece was retrieved from the screw and discarded and the procedure was completed utilizing another driver, readily available in the set, without delay or patient injury. The surgeon had no complaints.